Manufacturer narrative:
Customer reports to have received a button error alarm. Customer's blood glucose was 240 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.(B)(4)

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer reports to have received a motor error alarm and no delivery alarm both during priming. Customer states insulin pump was dropped, but had been able to prime since dropping pump. Customer's blood glucose was unknown. After troubleshooting for motor error alarm, customer was advised that insulin pump would need to be replaced. Customer declined no delivery alarm troubleshoot due to insulin pump being replaced. No further information provided.